Event description:
The customer reported on (B)(6) 2014 she activated a new pod and her blood glucose was reading 129 mg/dl. Three hours later her bg reached 500 mg/dl so she decided to remove the pod. She stated the cannula was bent.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.